Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
Lilly case ID: (B)(4). This report is associated with product complaint: (B)(4). This regulatory authority case, received from consumer who contacted the company to report adverse events and product complaint (pc) via a regulatory agency, with additional information from the initial reporter, via a national regulatory agency, concerned a (B)(6), (at the time of initial reporting) male patient of unspecified origin. Medical history and concomitant medications were not reported. The patient received insulin lispro and treprostinil (rdna origin) injections (lyumjev) via reusable pen (humapen savvio- pink), subcutaneously for the treatment of diabetes mellitus beginning on an unspecified date. Dosage regimen was not provided. On an unspecified date, during the injection the dose knob went up. The figures/numbers could no longer be read and after the injection there was still insulin present which means not the complete dosage of insulin was received ((B)(4); lot-1705v01). Reportedly, his blood glucose level was unusually high at the time of the issue, reaching values between 200 and 300 mg/dl (reference values were not reported). He was able to regulate his blood glucose by using another pen and a different insulin. It was also noted that he only primed the pen once after inserting the cartridge and on rare occasions he used a needle twice. The outcome for the event of incorrect dose administered was unknown and event of blood glucose increased recovered. The action taken with insulin lispro/treprostinil was not reported. The user of the humapen savvio and his/ her training status was not provided. The humapen savvio model duration of use was not provided and the suspect humapen savvio duration of use was approximately two weeks. The humapen savvio return was not expected. The reporting consumer did not provide an assessment of relatedness between the events and insulin lispro and treprostinil drug. The consumer related the event blood glucose increased to the humapen savvio, and did not provide the relatedness assessment for the remaining event with humapen savvio. Edit 16-nov-2021: a closed-cancelled product complaint number was received that was rejected. No other changes were made to case. Update 18nov2021: additional information received on 17nov2021 from global product complaint database. Updated the lot number from c876657 to 1705v01 for product complaint (B)(4) related to the humapen savvio device. Corresponding fields and narrative updated accordingly. Update 20-dec-2021: additional information provided by the initial reporting consumer, via a national regulatory agency, on 09-dec-2021. Blood glucose values were added as laboratory results. The outcome for the event of blood glucose increased was updated to recovered. Narrative was updated accordingly. Update 22dec2021: additional information received on 14dec2021 from global product complaint database. Updated suspect humapen savvio (pink) device malfunction from unknown to yes/cirm, device age to two weeks, and ius from no to yes relating to product complaint (B)(4), which upgraded the priority from p4 to p2. Corresponding fields and narrative updated accordingly. Update 23dec2021: additional information was received from the global product complaint database on 22dec2021. Reiterated the malfunction yes/cirm for (B)(4) associated with lot 1705v01 of humapen savvio (pink) device. Added EU/ca and medwatch fields accordingly. No new information was added to the case.

Event description:
Lilly case ID: (B)(6). This report is associated with product complaint: (B)(4). This regulatory authority case, received from consumer who contacted the company to report adverse events and product complaint (pc) via a regulatory agency, with additional information from the initial reporter, via a national regulatory agency, concerned a 58-year-old, (at the time of initial reporting) male patient of unspecified origin. Medical history and concomitant medications were not reported. The patient received insulin lispro and treprostinil (rdna origin) injections (lyumjev) via reusable pen (humapen savvio- pink), subcutaneously for the treatment of diabetes mellitus beginning on an unspecified date. Dosage regimen was not provided. On an unspecified date, during the injection the dose knob went up. The figures/numbers could no longer be read and after the injection there was still insulin present which means not the complete dosage of insulin was received ((B)(4) ; lot-1705v01). Reportedly, his blood glucose level was unusually high at the time of the issue, reaching values between 200 and 300 mg/dl (reference values were not reported). He was able to regulate his blood glucose by using another pen and a different insulin. It was also noted that he only primed the pen once after inserting the cartridge and on rare occasions he used a needle twice. The outcome for the event of incorrect dose administered was unknown and event of blood glucose increased recovered. The action taken with insulin lispro/treprostinil was not reported. The user of the humapen savvio and his/ her training status was not provided. The humapen savvio model duration of use was not provided and the suspect humapen savvio duration of use was approximately two weeks. The humapen savvio, manufactured in may2017, was not returned to the manufacturer. The reporting consumer did not provide an assessment of relatedness between the events and insulin lispro and treprostinil drug. The consumer related the event blood glucose increased to the humapen savvio, and did not provide the relatedness assessment for the remaining event with humapen savvio. Edit (B)(6) 2021: a closed-cancelled product complaint number was received that was rejected. No other changes were made to case. Update (B)(6) 2021: additional information received on (B)(6) 2021 from global product complaint database. Updated the lot number from c876657 to 1705v01 for product complaint (B)(4) related to the humapen savvio device. Corresponding fields and narrative updated accordingly. Update (B)(6) 2021: additional information provided by the initial reporting consumer, via a national regulatory agency, on (B)(6) 2021. Blood glucose values were added as laboratory results. The outcome for the event of blood glucose increased was updated to recovered. Narrative was updated accordingly. Update (B)(6) 2021: additional information received on 14dec2021 from global product complaint database. Updated suspect humapen savvio (pink) device malfunction from unknown to yes/cirm, device age to two weeks, and ius from no to yes relating to product complaint (B)(4) , which upgraded the priority from p4 to p2. Corresponding fields and narrative updated accordingly. Update (B)(6) 2021: additional information was received from the global product complaint database on (B)(6) 2021. Reiterated the malfunction yes/cirm for (B)(4) associated with lot 1705v01 of humapen savvio (pink) device. Added EU/ca and medwatch fields accordingly. No new information was added to the case. Update (B)(6) 2022: additional information received on 31jan2022 from the global product complaint database. Entered device specific safety summary (dsss). Updated the medwatch fields/ european and canadian (EU/ca) device information for (B)(6) associated with lot 1705v01 of humapen savvio (pink) device. Added date of manufactur4r. Corresponding fields and narrative updated accordingly.

Manufacturer narrative:
B.5. Narrative field: new, updated, and corrected information is referenced within the update statements in b.5. Please refer to update statement (s). 03feb2022 in the b.5. Field. No further follow-up is planned. Evaluation summary: male patient reported during injection humapen savvio device"the dose knob went up.figures/numbers could no longer be read and after injection there was still insulin present which means not the complete dosage of insulin was received." Reportedly he"set the dose completely depressed pen,removed from skin. He was then able,without setting new dose,to depress the pen again and release a considerable amount of insulin."he reported there was 5 mm gap between pen body and dose knob. He experienced non-serious increased blood glucose. Device was not returned to manufacturer for investigation despite several attempts by manufacturer (batch1705v01/manufactured may2017). Therefore,it could not be evaluated to confirm the complaint or presence of malfunction. Malfunction unknown. Based on general complaint narrative,presence of malfunction (bulkhead failure) cannot be ruled out. A fractured bulkhead can lead to an over or underdose. Comprehensive investigation for bulkhead failure/other causes of the complaint was conducted. Batch record reviews support that no defective devices were generated during manufacturing/assembly/or packaging processes. A retain sample review and the batch release inspections met acceptance criteria. Complaint history review did not identify any atypical findings with regard to device not working/dose window illegible issues. Batch complaint threshold review did not identify any atypical findings with regard to dose accuracy issues. Manufacturing process for humapensavvio includes multiple process control steps, which ensure correct assembly. No corrective action is warranted as the reported complaint could not be confirmed/attributed to manufacturing/assembly process. Savvio devices are assessed for injection screw travel at end of manufacturing process ensuring device functionality/dose accuracy. There's evidence of improper use. Patient did not prime device before each injection. Misuse maybe relevant to complaint and ns increased bloodglucose.